Manufacturer narrative:
All of the buttons are functioning properly. No damage in the keypad assembly noted. No stuck button alarm during our testing. No unlocked keypad connector during our visual inspection. The insulin pump failed leak test from cracked case corner of the belt clip rails. The insulin pump was received with scratched case, pillowing keypad overlay, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's blood glucose was 22.4 mmol/l. Customer stated that she had a button error alarm this morning. Customer treated with an injection. Customer stated that they did not press down for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert toa back-up plan.